Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. Review of the electrograms revealed low level, high frequency noise that was inhibiting pacing. It was also suspected that there was crosstalk during atrial pacing. The device was reprogrammed. The patient was asymptomatic to the event and was in good condition.